Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized due to a suspected connection issue with the device and the pin on the competitor right ventricular (rv) lead. A revision procedure was performed, and lumen was observed in the insulation of the competitor lead. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The location of the competitor rv lead is unknown at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.